Event description:
It was reported to the manufacturer by the end user, per the end user, patient fell out on bed and landed on the front side of her body. Patient complained of face, neck and chest pain. Patient was sent for x-rays and they were negative. The patient continued to use the bed after the alleged incident. Complaint#(B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.